Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the gateway catheter was noted to be kinked just distal to the strain relief and the balloon was punctured. During functional testing, water was found leaking while pressurizing the catheter from a puncture in the balloon resulting in failure to inflate the device. Additionally, slight friction was felt when advancing a 0.014" demo synchro guidewire through the inner lumen of the gateway. In case of this complaint, the additional information provided by the customer indicated that the no anomalies were noted to the balloon catheter prior to use, continuous flush was maintained, no leakage was noted during preparation. It was also mentioned that the balloon was inflated above the nominal pressure (6 atm) but below the rated burst pressure (12 atm) specified in the direction for use (dfu). It is possible that the balloon was punctured during advancement through the stenosis which was over 70%, resulting in the leakage and inflation failure observed during analysis. A probable cause of procedural factor was assigned to the as reported issue balloon burst/ruptured inside patient and to the as analyzed issues balloon has hole/perforation inside patient, and balloon leaked inside patient, since these issues appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural/anatomical factors during use.

Event description:
It was reported that the subject balloon catheter was used during angioplasty of a 70% stenosis located in the middle cerebral artery (mca). The subject balloon catheter was pre-dilated in good condition; however, digital subtraction angiography (dsa) showed that the stenosis was quite hard; therefore, the physician continued dilating the subject balloon catheter to 8 atm when the balloon ruptured. Another balloon catheter was used to complete the procedure successfully. There were no clinical consequences reported due to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the subject balloon catheter was used during angioplasty of a 70% stenosis located in the middle cerebral artery (mca). The subject balloon catheter was pre-dilated in good condition; however, digital subtraction angiography (dsa) showed that the stenosis was quite hard; therefore, the physician continued dilating the subject balloon catheter to 8 atm when the balloon ruptured. Another balloon catheter was used to complete the procedure successfully. There were no clinical consequences reported due to this event.